Manufacturer narrative:
(B)(4). Batch # n9042d. The device was received the upper jaw damaged at the proximal side and not detached as was reported. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: did the top (moveable) jaw break off of the device? Did the top jaw fall into the patient? Was the top jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the detached top jaw being returned with the device? Or, was the detached top jaw discarded?

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, in first instance, one of the jaws reported to have fallen off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.